Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, active jaw is broken. Surgeon worked on soft tissue, just open jaws after coagulation and its broken. Another like device was used to complete the procedure. Delay of thirty minutes. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.